Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that the device alarmed for occlusion during a lipid infusion at an unspecified rate. The user observed that the filter occluded, the line was flushed without difficulty. The user stated that the event occurred ¿some weeks back¿. Although requested, no further details were provided by the customer for this event.